Event description:
It was reported that the scale was inaccurate due to shipping pins being left in the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.